Event description:
It was reported that a patient ambassador mentioned that their power cord does not always stay plugged into their mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) ac power cable having connection issues was unable to be confirmed. The mpu did not return for analysis, and no photos or other documentation were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause of the mpu ac power cord not staying connected was unable to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.